Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer filled the cartridge with cold insulin. Customer reported that they continued to use existing cartridge for insulin therapy. Customer¿s blood glucose level was 95 mg/dl.